Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "hypomastia, appearance of induration, direct trauma and rupture". This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - rupture: observed broken device assessed as fold flaw opening and inconclusive. - edema: unable to observe as it is not related to the manufacturing process. - visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed wear abrasion and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "hypomastia, appearance of induration, direct trauma and rupture diagnosed via MRI". This record is for the left side. Device has been explanted and replaced with non-abbvie device.